Event description:
The customer reported to olympus, the camera head image was cut off when bending the bracket. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additional (non-reportable) findings were as follows: due to a damaged head unit, the body does not rotate smoothly; there was damage on the protector, the coupler rattles due to deformation of the head unit and a worn out coupler unit, damage on the coupler unit, and water tightness was lost due to the damaged cable unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified, however, it is likely the following led to the malfunction: water penetrated from the puncture of the cable, and the image was not displayed temporarily. The event can be prevented by following the instructions for use which state: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.